Event description:
The customer contacted physio-control to report that their device would not complete the boot-up cycle. As a result, defibrillation was not possible. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly in the failure analysis center. The cause of the reported issue was determined to be a failure with the single board computer (sbc) card, which is located on the system pcb assembly.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.